Event description:
It was reported by service report that there is an error with the left foot side rail when it is in the up position. There was patient involvement and adverse consequences were reported. The malfunction led to a delay in rotational therapy for the patient. No medical intervention was required and the patient was moved to another bed.

Manufacturer narrative:
Limit switch. The event of a limit switch error preventing rotational therapy is not likely to contribute to or cause serious injury or death as the ibed awareness detect the malfunction and user would be aware. However, the malfunction led to a delay in rotational therapy for the patient. No medical intervention was required and the patient was moved to another bed. How was the issue noticed; was this identified during, prior or after medical procedure/ installation/in-coming inspection/service, out of box failure? The issue was noticed while a patient was being cared for in ICU. If the issue was noticed during procedure, was the procedure completed successfully? Nurse could not use rotation function for patient in ICU. Was there any medical intervention required? If yes, please describe including any unanticipated medical procedures/ treatments/ therapy administered in relation to the alleged event. No.